Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion testing due to moisture on force sensor. The insulin pump was unable to test for prime test, occlusion test and excessive no delivery test due to motor error alarm. The motor was tested outside the insulin pump and passed. The insulin pump had cracked belt clip slot, scratched reservoir tube window, cracked reservoir tube, cracked battery tube threads, cracked reservoir tube lip and minor scratches on lcd window.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 140 mg/dl at the time of the call. The customer stated that they do not use the sensor feature. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.